Manufacturer narrative:
Reads: w06-1481-002. Should read: w06-1484-002.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient implant on (B)(6) 2007 of a 28-16-140bl bifurcated device and a 28-28-55l aortic extension. A 3 year post operative follow up revealed a type iii endoleak. On (B)(6) 2010 the patient was treated with an 34mm aortic extension and an aortic stent to correct the endoleak.